Event description:
It was reported that the patient experienced prolonged hypoglycemia while using the ilet with a cgm sensor discrepancy, during which the cgm displayed higher glucose values than fingerstick values and the patient became unresponsive; ems was called but provided no treatment, and the spouse administered carbohydrates that resolved the episode. Symptoms included loss of consciousness. Outcomes included temporary functional impairment requiring assistance from another person and interruption of normal activities. Investigation included review of device use, user education, and troubleshooting with recommendations to consult the healthcare team. Investigation of this case revealed a hypoglycemic event with unclear root cause and a reported cgm reading lag relative to blood glucose, with no device malfunction confirmed. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.